Manufacturer narrative:
Information contained in this report was previously submitted through psr 04/22/2019. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation:visual analysis of the returned device identified: opening, crease flat and weight to the spec. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
The doctor reported left side rupture confirmed during the replacement surgery. Device has been explanted.